Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported via medwatch that the patient reported one of their premixed remodulin cassettes was broken at the top and unable to attach and use. Lot number: unknown. They stated that it seemed the clamp was too close to the edge and that is why it broke. The patient was able to use another cartridge without issue and this did not occur while in use. No harm done to the patient. They will use their emergency kit to mix a dose themselves on sunday no further information available. Product, lot number and part number not available. There was no patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04290. The report was submitted in error.